Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer plugged the pump in to charge. Subsequently, the pump was noted to be hot to touch and a malfunction alarm occurred. The customer's blood glucose level was 99 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged hot to touch malfunction was verified. However, the malfunction could not be evaluated due to the failure identified from the hot to touch issue.